Event description:
It was reported that the ventilator started to auto cycle and had displayed a hardware failure while connected to a patient. The patient was transported to the hospital with no adverse reactions reported or witnessed. Upon arrival at the hospital, the patient was placed on the back up ventilator.